Event description:
Dr was performing a lap procedure on a 15 yr old girl. He had inserted the bipolar coagulator into the pt to occlude bleeders. On the third insertion he could not get the coagulator to activate. When removing the probe the tip fell off into the abdomen. He converted to an open procedure to finish.